Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine replacement procedure, the right ventricular (rv) lead exhibited a sudden drop in impedances to low levels. An insulation breach was observed, and the lead was capped and replaced. No patient complications have been reported as a result of this event.